Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the sucker pump was showing unk characters on the display. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Customer cancelled the loaner and will not be returning the pump. The hospital will try to repair themselves. Investigation in process, but not yet completed.